Event description:
It was reported that, after 7 days of a rezum procedure, the patient failed trial of void (urinary retention) with a catheter placed. However, 14 days after the procedure, the patient still had the same issue, and an emergency cystoscopy was performed. There were no issues or any tissue that needed to be treated. The catheter was left in the patient until the next review. There were no additional patient complications.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, after seven (7) days of a rezum procedure, the patient was unable to void (urinary retention) with a catheter placed. However, fourteen (14) days after the procedure, an emergency cystoscopy was performed as the issue had not resolved. The catheter was left in the patient until the next review. There were no additional patient complications.